Event description:
Same case as #6000093-2005-00921, 6000093-2005-00923, same patient as #6000093-2005-00918, 6000093-2005-00919, 000093-2005-00920. It was reported that five months after a drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 2.5mm, 95% stenosed portion of the saphenous vein graft in the proximal right coronary artery (prox rca). The physician treated the lesion with predilation and successfully placing three taxus express2 8.8% drug eluting stents, two 2.50x24mm, and a 2.50x20mm with a 2.0mm overlap of all three stents. There were no complications. The pt was discharged the next day on plavix and aspirin. It was reported at the six month follow-up check that the pt experienced a non q-wave mi five months after the procedure, as evidence by elevated cardiac enzymes. In the opinion of the physican the relationship of the mi to the taxus stent and the target vessel is unknown.

Event description:
It was further reported that target lesion 1 was 60mm long, and was post-dilated. Of note, an initial attempt to place a 2.5x16mm stent was unsuccessful. Final stenosis was 0%. The patient was discharged the next day on aspirin and plavix. 5 months after the procedure, the patient was admitted to the hospital after falling and injuring his left hip. X-ray showed a left femoral neck fracture. The next day the patient underwent a left hip bipolar hemiarthroplasty. Post procedure, while still hospitalized the patient developed atrial fibrillation. The patient was unable to tolerate hemodialysis due to occurrences of pvc's and runs of ventricular tachycardia. The patient became tachycardic with a rate in the 200's. Systolic blood pressure was in the 80's. Patient was given IV lopressor and cardizem and transferred to the ICU. Patient had no complaints of shortness of breath or chest pain at that time. Chest x-ray showed "no chf". 2 days after admission, the patient became bradycardic and suffered a respiratory arrest. A code was called and the patient was intubated. The patient continued to by bradycardic. The patient expired the next day. The death certificate did not provide a cause of death. No other source documents were available. In the opinion of the physician, the cause of the death was "complications relating to hip surgery."